Event description:
This case was reported by a lawyer, via a legal claim, and described the occurrence of neuropathy in a female patient, who received super poligrip (formulation unknown) for "several years" for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. On an unknown date, the patient started super poligrip or fixodent (dental). In (B)(6) 2009, the patient "was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip and fixodent". The claim stated "plaintiffs aver that when super poligrip and fixodent are forseeably swallowed and/or otherwise exposed to the user's gastrointestinal tract, zinc in excess amounts is absorbed in the body's tissues, upsetting mineral homeostasis and resulting in depleted copper levels in the body. This copper depletion results in the development of, inter alia, a constellation of neurological symptoms generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, permanent neurological and other physical injury has already been suffered by the user." This case was assessed as medically serious by gsk. Treatment with super poligrip and fixodent was discontinued in (B)(6) 2009. At the time of filling of the legal complaint, the patient (B)(6) had been wearing dentures for "several years". At the time of reporting, the events were unresolved.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2009-00177. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).